Event description:
It was reported that this pacemaker was depleting faster than expected. When implanted in 2017, the device had an estimated longevity based on programming parameters of 11.5 years but there is currently 11 months of estimated longevity remaining only 5 years later. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was depleting faster than expected. When implanted in 2017, the device had an estimated longevity based on programming parameters of 11.5 years but there is currently 11 months of estimated longevity remaining only 5 years later. No adverse patient effects were reported. New information received indicates that this device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported, that this pacemaker was depleting faster than expected. When implanted in 2017, the device had an estimated longevity, based on programming parameters of 11.5 years, but there is currently 11 months of estimated longevity remaining only 5 years later. No adverse patient effects were reported. New information received, indicates that this device was explanted and returned for analysis.